Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the evaluation found that bending section cover, control unit, grip, switch 1, light guide connector, light guide cover glass, right/left angulation lever plate, video connector case, video connector had a scratch; adhesive on bending section cover had chipped; bending section could not be fixed firmly due to damage on forceps elevator lever(surgical products); video connector case had discoloration and cracked; video connector had a crack; label on video connector was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the videoscope had e216 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the error code was caused by a faulty image sensor. The cause of the faulty image sensor was attributed to stress from use, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU chapter 3 preparation and inspection 3.6 ¿inspection of the endoscopic system¿ in the operation manual. Olympus will continue to monitor field performance for this device.